Manufacturer narrative:
Initial reporter name and address: initial reporter phone: (B)(6). The event date is unknown. Therefore, the first day of the year has been entered as the event date under the date of event field. The bwi product analysis lab received the device for evaluation on 26-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the valve of the sheath was defective, and it was not possible to introduce the dilator through it. No patient consequences. Additional information was received. There was physical damage observed on the valve. The hemostatic valve was the section that broke/separated. The hemostasis valve dislodged inside the hub and not outside the hub. The brim cap/hub did not detach from the sheath. The sheath was not used on the patient. There was no physical damage on the dilator. There was no occlusion when irrigating the sheath. The sheath was narrowed. The dilator was able to be moved through the sheath but badly. The dilator/catheter was not stuck in the sheath. The hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation issue. The described obstructed sheath issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the valve of the sheath was defective, and it was not possible to introduce the dilator through it. No patient consequences. Additional information was received. There was physical damage observed on the valve. The hemostatic valve was the section that broke/separated. The device evaluation was completed on 12-nov-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Examination of the shaft, the dilator, the brim cap, and the silicone ring revealed the components were placed in the correct position and found in good conditions. After the hemostatic valve removal, the vessel dilator and stsf catheter were introduced into the vizigo sheath, and no resistance was felt during the testing. However, the resistance experienced by the customer could have been due to the hemostatic valve dislodgement. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).